Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported error codes b30 and e216 and stripes in the image could not be determined, however, the issues were likely due to the ingress of water into the scope connector during user handling, causing the electrical components to be damaged and the reported errors to occur. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use warnings and cautions: caution ¿turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor¿. Warnings and cautions: disappeared or frozen endoscopic image: warning ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination¿. 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the wli and nbi endoscopic images are normal¿. 5.1 troubleshooting ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿¿. ¿if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿¿. ¿also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issues were confirmed. A disturbance in the image was found during the inspection. The defect was caused by a humidity/liquid ingress that had entered the device. Additionally, the evaluation revealed the following findings: plastic distal end cover (c-cover) was damaged; adhesive on bending section cover (a-rubber) had a chip; bending tube was deformed; connecting tube had a snag; control unit grip unit was scratched; switch box unit short cable; switch contact was broken; universal cord was scratched; plug unit had damaged housing; control unit angulation less or specified value (175°/110°); corrosion in the plug unit, on the cable unit, and on the micro connector flexible printed circuit (fpc)-board; and image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use with an evis exera iii bronchovideoscope, error codes b30 and e216 were displayed. Additionally, the user reported that there were stripes in the image on the monitor. There were no reports of patient harm or impact associated with this event.